Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 44 mg/dl after eating glucose tablets. The customer also reported a low blood glucose of 68 mg/dl the night prior. The customer was unsure of the cause of their low blood glucose. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.